Manufacturer narrative:
Continuation of concomitant: 5592 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented to healthcare facility with myocardial infarction (mi), and electrocardiogram (ECG) revealed the right ventricular (rv) lead exhibited loss of capture. Review of device data also revealed rv lead exhibited elevated threshold. The rv lead loc is a result of the mi that the patient experienced. Reprogramming of rv lead settings was performed, and the lead remains in use. No patient complications have been reported as a result of this event.